Event description:
After an implantation period of approximately 45 months it was reported that the patient received inappropriate shocks. The tachycardia therapies of the ICD were deactivated. The lead was capped.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore only based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for the ICD and the lead were re-investigated. All production steps were performed accordingly. There was no sign of any inconsistency during manufacturing. The final acceptance tests proved the devices functions to be as specified. The returned data have been inspected. The battery status of the ICD was mos1. The battery was not depleted. The available iegms revealed the presence of noise in the rv channel. This led to charging cycles with shock deliveries, as mentioned in the complaint description. However, there was no indication of an ICD malfunction. In conclusion, the clinical observation was confirmed. The ICD functioned as expected based on the available data. There was no indication of a material or manufacturing problem for the ICD or the lead.